Event description:
This is a report by a consumer with supplemental information from a physician from (B)(6) regarding acute gastroenteritis, bacterial peritonitis and pyrexia in an approximately (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed bacterial peritonitis due to the acute gastroenteritis. The bacterial peritonitis was manifested as cloudy effluent, abdominal pain and pyrexia. The patient was hospitalized the same day. From (B)(6) 2010, the patient was treated with ceftazidime and sefmazon. Per the reporting physician, the cause of the acute gastroenteritis was unknown. The physician reported that there was no break in aseptic technique, nor exit site/tunnel infection. The physician believed that the bacterial peritonitis was due to internal translocation caused by acute gastroenteritis. Per the physician, the events of acute gastroenteritis, fever and bacterial peritonitis were not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.